Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the affected product/lot number combination was reviewed. No discrepancies were noted. A review of the nonconformance history for the product/part number combination was conducted. No issues were noted relative to the reported failure mode. Possible root causes of the reported failure include the following: high friction due to component interaction; excessive force applied by the end user; cutter blades come into contact with a metal object; components do not fit properly. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy, the blade was used for about 30 seconds in oscillate mode to remove tissue. When the blade was removed, the surgeon explored the cavity of the shoulder. The surgeon noted small metal flakes in the tissue of the shoulder.